Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported inflation issue or failure to deploy the stent.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid circumflex artery with moderate tortuosity and moderate calcification. A 2.5x23mm xience xpedition rx stent delivery system (sds) was advanced toward the target lesion. The system was pressurized up to 15 atmospheres and the stent did not deploy. Upon removal it was confirmed that the stent was undeployed and not dislodged from the balloon. An unspecified device was used to treat the lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.